Event description:
It was reported the ipg has been unable to communicate with the charger since being implanted. The programmer can no longer communicate with the ipg. It was also reported the pt is no longer receiving stimulation. A new charger was sent to the pt to help resolve this issue. Attempt to gather additional information was unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.